Event description:
Product broke between holes when being removed post-operation.

Manufacturer narrative:
The visual inspection confirmed the reported event, both ends of the silicone drain show signs of breakages. Summarizing the investigation the failure (breakage during removal) can be attributed to a user related overload, most likely resulting from too high pulling forces when removing the device. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
Product broke between holes when being removed post-operation.

Manufacturer narrative:
The reported event could not be confirmed because the device was not returned (discarded). Based on the available information, the root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. Device not returned.

Event description:
Product broke between holes when being removed post-operation.

Manufacturer narrative:
Investigation in progress but not yet complete.